Manufacturer narrative:
The archive used in the procedure was evaluated by medtronic personnel. The evaluation found the tracer registration was insufficient and not to protocol. It was found that the pattern remained on loose skin and ID not progress along the anatomy. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
Patient age not available from the site. Patient sex not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a procedure, an imprecision below 1cm occurred. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.